Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer stated that this device had a service required message during shift/system check. There was no pt involvement.